Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed unexplained power reset events. The battery compartment was found to be cracked below the grip pad. No battery cap was returned, and a test battery cap was used. The pump¿s ¿ez-prime¿ steps were performed correctly. No power interruption occurred during the investigation, and investigators were unable to duplicate the ¿no power¿ complaint. The pump¿s cover was removed, and moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.